Event description:
Patient reported she was hit in th spine right before her device was replaced on (B)(6)2010 and she lost stimulation after being hit in the spine. The patient was told the leads were good so they were not replaced. Patient reported that now the stimulation was positional-when stimulation was on, if she shifted on her foot or sat, she felt less stimulation at times and when the stimulation was off, if she shifted, she felt stimulation. Additional information has been requested, but was not available as of the date of this report. Please refer to manufacturer report # 3004209178201007919.

Manufacturer narrative:
(B)(4).